Manufacturer narrative:
The insulin pump was received with a compromised force sensor system alarm during the basic occlusion test and the device was unable to prime at 4.0 pounds during the prime/compromised force sensor system test due to moisture damage inside of the force sensor resistor. The unit had cracked casing at a display window corner, minor scratches lcd window, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process. The patient's blood glucose at the time of incident was 244 mg/dl.. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.